Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
On an unspecified date, leakage was reported from a surplug® micro clear device. There was no report of any human harm.

Manufacturer narrative:
Additional information b5 and d9 sections.

Event description:
Additional information was received: the customer stated that the device had been used as a cap for the open-ended extension tube at the distal end. On the third day, blood leakage occurred from the valve. Upon checking the valve, a crack was found. The device was inspected by terumo kofu factory and their evaluation is as follows: "one (1) actual sample was received. Upon closely checking the actual sample, a tearing was confirmed on the top surface of the valve. Our in-house three-way cock was connected to the end portion of actual sample, then our in-house 10ml syringe (filled with water) was connected to the three-way cock. When we pressed the syringe plunger, leakage was confirmed at the top surface of the connector. (Leakage was also confirmed at a gap between the valve and the housing.) A CT inspection was performed. The result recorded deformation in the inner conduit. The event was not detected prior to direct patient use and occurred during infusion. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered and involved device was available to be tested. The product was not disposed, and same lot device sample is not available. Mating device is not available to be tested. Number of devices being returned for investigation is one (1) and number of involved problematic device is one (1). The length of time device was in use is 3 days. The identity of involved and/or mating device was nipro¿s open-end extention tube. Sample picture was provided showing the close-up photo of the involved sample. There was patient involvement but no patient harm.".

Manufacturer narrative:
A series of photos were shared by the customer, where a CT scan images from inside the microclave showing a crushed spike and fold over stick down. One used list #ir-1s, surplug¿ micro clear was returned for evaluation. As received, no visible damage or anomalies were noted. No mating device was returned for evaluation. The returned set was primed and a leaks was noted. The microclave was dissembled and the spike was bent and a tear at the top of the seal was noted. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Additional contact information: (B)(6).